Event description:
It was reported that "interns complain that it is difficult to insert the needle into patients' skin, as if it were not sufficiently beveled. Impact on patients: pain during the puncture." There was no medical intervention required. There was no deterioration in the patient's condition as a result of the incident. Associated MDR numbers include: 3006425876-2025-00871 and 3006425876-2025-00872.

Manufacturer narrative:
(B)(4). The customer provided six photos for analysis. The photos show a needle cannula; however, no obvious defects or anomalies were observed. The customer also returned one unopened, representative cv-12703 kit for analysis. The kit was opened to analyze the contents within. No defects or anomalies were observed on the needle. A complete visual inspection could not be performed as the reported/pictured needle was not returned for analysis. The needle from the representative kit was advanced into simulated skin and the needle bevel pierced through the simulated skin as intended. The cannula advanced through the simulated skin with little to no resistance. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit informs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The customer report of a defective needle tip was not confirmed by complaint investigation of the returned sample. A representative sample was returned and no functional issues were observed. Full complaint verification testing could not be performed as the reported needle was not returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the reported device to evaluate, the probable cause could not be determined without the actual sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "interns complain that it is difficult to insert the needle into patients' skin, as if it were not sufficiently beveled. Impact on patients: pain during the puncture." There was no medical intervention required. There was no deterioration in the patient's condition as a result of the incident. Associated MDR numbers include: 3006425876-2025-00872.